Event description:
It was reported that the patient received multiple inappropriate shocks and was admitted to the hospital. The right ventricular (rv) lead showed intermittent t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).